Event description:
The customer called to report high bgs. Troubleshooting was performed. The programming and bolus history were accurate. In addition, a lead screw test was completed and passed. Two days later, the customer called back and was in the emergency room the night before due to high bgs. Customer was taken by ambulance. Bgs were treated with injections of insulin. A replacement pump was requested. The customer stated that shortly after leaving the ER, their bgs started going up and would only go down when they took a manual injection. Pump passed the self-test.